Manufacturer narrative:
Spinal tumor. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: no. Of patients- 131, gender-female (male-52 , female-76), weight- (B)(6) kgs, age- (B)(6) years, height- 172.1 cm diagnosis: kyphosis(101 patients),degenerative scoliosis(22 patients), idiopathic(8 patients) it was reported in the clinical titled ¿clinical outcomes and safety of cd horizon solera with minimum 24 months follow up" that 131 patients diagnosed with spinal deformity (adult) from feb 2013 to oct 2016. Screw loosening was seen in 3 patients.